Manufacturer narrative:
(B)(4). The device history record for the reported lot number, aa9056v01, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of 30-jan-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the second of two reports. Refer to 9611594-2020-00015 for the first event. It was initially reported the device "broke or failed." Additional information received 08-jan-2020 stated the patient was intubated with a microcuff device. After filling the cuff with 20cc of air the clinician was unable to get an adequate seal. The patient was extubated and another microcuff was utilized, the clinician was unable to get an adequate seal. On the third attempt the clinician used a cook intubation device, the placement was successful and a adequate seal was achieved. The clinician noted when they used the cook intubation device the patient developed a pneumothorax. On (B)(6) 2019 the patient expired from a pre-existing condition. Additional information received 23-jan-2020 stated the pneumothorax was in the right lung.